Event description:
In 2004, cytye's technical support department received a call from a nurse practitioner at the medical center reporting that as pt was turning to discard the brush/spatula collection device (containing a bloody gynecological sample) pt dripped the solution into an open sore on the thumb of their left hand. The nurse indicated that the sample had been left in the preservcyt solution for approximately 2 minutes and asked if the preservcyt solution will deactivate hiv. Technical support advised the customer that preservcyt solution contaions approximately 50% methanol and will deactivate 99.999% of hiv after 15 minutes in the solution. The nurse requested a material safety data sheet (msds) for preservcyt solution. Technical support faxed the msds and the thinprep 2000 operator's manual to the customer as requested. The customer has had baseline lab tests performed and is taking hiv post-exposure medication.